Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) there was difficulty placing the micra. The micra was deployed twice. It was noted the threshold were high after the first deployment. A second deployment was attempted. It was noted that the angle between the micra and cup did not match when attempting to recapture the device. It was noted that they attempted to change the height of the catheter multiple times and that there was resistance noted after the tether was cut. It was also noted that the tether resistance suddenly disappeared and the tether had ruptured. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported, that leadless implantable pulse generator (ipg) implant. There was difficulty placing the micra. It was noted, it was deployed twice. It was noted, the threshold were high after the first deployment. A second deployment was utilized. It was noted, it the angle did not match, when attempting to recapture the device. It was noted, that they attempted to change the height of the catheter. It was noted, there was resistance. Noted, after the tether was cut and the tether resistance suddenly disappeared. And the tether had ruptured. The leadless ipg remains in use. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra, product ID: mc2vr01-delsys (serial#: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was broke n/cut/pulled apart. The delivery system tether was frayed. The analyst noted a partial delivery system was returned without the device. The tether and tether pin were separated upon receipt. The tether was pulled apart. Blood was observed on the recapture cone of the delivery system. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (b)(6]). D9: yes, return date: 02-dec-2024 h3: yes dev rtn to MFR? Yes eval summ attached? Yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.